Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage and cable unit depressed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a depressed cable unit, water leakage was present. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head's rubber strain rubber protection at the connector was damaged, leaving the cable unprotected. The issue was found during inspection for use. There were no reports of patient involvement.